Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the hospital nurse to getinge emergency support team, that the cardiosave intra-aortic balloon pump (iabp) had not been reading correctly a short time prior to the call. He also stated that the pump was not reading, the patient coded. The pump had an unable to update timing alarm and the trigger was switching from ECG to pressure during the episode prior to the patient coding. The patient was 100% paced. The waveforms and numbers were appropriate. The most likely cause of the pump ¿not reading¿ was the patient being in pea. At 5: 32 am, the nurse notified that the patient had passed away; however, the pump ¿did fine¿ and never had any issues after speaking with the getinge emergency support team earlier in the shift.

Manufacturer narrative:
Updated fields - b4, b2, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - h6(medical device ¿ problem code). Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer, an rn in the cvicu, called and stated the pump had not been reading correctly a short time prior to the call. He also stated as the pump was not reading, the patient coded. The nurse stated he wanted to know if the pump was the issue. The nurse discussed in depth what occurred with the pump and the patient¿s clinical picture. He stated the pump had an unable to update timing alarm and the trigger was switching from ECG to pressure during the episode prior to the patient coding. The engineer reviewed a current screenshot. The patient was 100% paced. The waveforms and numbers were appropriate. The nurse also stated the patient was also very sick with multiple pressors, flash pulmonary edema, status post CABG and aortic valve replacement, with a ¿rock hard left ventricle¿ prior to the episode. After our lengthy discussion, the most likely cause of the pump ¿not reading¿ was the patient being in pea. The engineer recommended they have a backup cardiosave be at bedside just as a precaution, to video the pump and bedside monitor if the issue occurred again, and a chest x-ray to verify placement of the balloon. The nurse was extremely appreciative of the assistance. The engineer provided him a direct number and encouraged him to call back with any questions. The engineer did not receive a follow up call from thomas throughout the night. The engineer checked in with him at 5: 32 am, he stated the patient had passed; however, the pump ¿did fine¿ and never had any issues after speaking with me earlier in the shift. The medical review of the machine stated that the death was not due to the cardiosave but due to the patient's conditions.

Event description:
N/a.